Manufacturer narrative:
Premature battery depletion and lack of communication were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During in clinic follow up, the device was unable to be interrogated. Premature battery depletion was suspected. The device will be explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.